Manufacturer narrative:
D9: device received on 4/28/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a faulty communication module and a buckling upstream occlusion (uso) seal. The printed wire assembly (pwa) board and uso seal were replaced to fix the issue.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an occlusion alarm. There was unknown patient involvement.